Event description:
During a procedure, the physician introduced the penumbra system separator flex 041 into the penumbra system reperfusion catheter 041. After some centimeters there was resistance. The physician was not able to bring the separator flex to the end of the catheter. The physician changed to a separator 041 and everything went fine, and the procedure was successful.

Manufacturer narrative:
Conclusion: this device is available for return, and a follow-up MDR will be submitted upon completion of the investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.